Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on july 13 reported impedances greater than 40,000 ohms in contact pairs 0 and 3, 1 and 3, and 2 and 3. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that electrode 3 showed bad connection during connectivity check. The same electrode showed as "do not use" during impedance test. The electrode was out of range. No patient symptoms reported. No further complications were reported as a result of this event.